Event description:
It was reported that an ilet user in singapore experienced intermittent charging behavior when using a charger with a travel outlet converter, with the device charging slowly and the charge indicator cycling on and off despite the ilet case being removed during troubleshooting. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical care and no alarms. Investigation included remote troubleshooting and user education regarding power source and accessory use. Investigation of this case revealed behavior consistent with charging performance affected by the external power environment or converter compatibility rather than a device hardware defect. It was concluded, based on previously established findings for similar reports, that the cause was use of a nonstandard power adapter or converter leading to inconsistent power delivery.